Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A turbohawk directional atherectomy device was used for the treatment of a moderately calcified, non-tortuous lesion in left distal superficial femoral artery, which exhibited 80% stenosis. It is reported that the iliac arteries had severe tortuosity. Device was prepped without issue. IFU was followed. It was reported that there was difficulty in removing the device and the device tip broke because of forced removal from sheath. The tip did remain partially attached to the catheter. The remainder of the procedure was performed without any additional need for further atherectomy using standard balloon angioplasty. No patient injury reported.

Manufacturer narrative:
Device evaluation summary: the turbohawk was returned inserted a cutter driver. The turbohawk was returned with the cutter retracted back into the cutter window. The distal assembly was deformed with various bends throughout the laser drilled coil with biological debris within the inner diameter of the assembly. One of the hinge pins along with the weld was bent proximally. Calcified debris was removed from the cutter window. Damage to the laser drilled coils and one of the hinges was noted. The inability to pull the turbohawk was likely the result of the damage encountered to the tip. If information is provided in the future, a supplemental report will be issued.